Event description:
It was reported one of the front transport wheels on the chair became loose and detached from the frame during a patient transport. No injuries or adverse effects were reported as a result. The chair was evaluated by an authorized field technician and the issue was confirmed. It was noted the shank pin on the wheel was bent. The caster was replaced and the chair was returned to service.